Manufacturer narrative:
Initial reporter facility name: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that while the patient was in the emergency department (ed), an insulin infusion was started at 2237 with two rn verification for 0.036 units/kg/hr resulting in infusion rate of 3ml/hr. Upon arrival to intensive care unit (ICU) at 0100, the insulin bag was noted to be empty, resulting in the patient receiving the entire 100 units/100ml bag. The pump was verified and noted to be administering at 3ml/hr. The bag was then changed and it was noted that the pump began to infuse the second bag at rapid speed despite being set at 3.3units/hr. The physician was notified, blood sugar monitoring was increased, insulin infusion was discontinued at 0141. Dextrose 5% with 0.45% normal saline was initially started and dextrose 10% infusion began at 0603 per physician's orders due to hypoglycemia (blood sugar was 58mg/dl). The pump was removed and placed out of service. According to the hospital's analysis of the hl7 messages, at 00:02- the time the pump was associated to the correct patient and order. It was infusing at a rate of 3.0276 ml/hr (dose of 0.036 units/kg/hr) as ordered. At 00:36:02, the pump started infusing at a rate of 277.53 ml/hr (dose of 3.3 units/kg/hr). The pump continued to infused at a rate of 277.53 ml/hr until it was powered down and a new intravenous fluids with potassium chloride (manually programmed) was started at a rate of 250 ml/hr at 01:28. During that time (from 00:36 to 01:28), there were multiple pauses and restarts as well as a new bag started at 01:02, all at a rate of 277.53 ml/hr (3.3 units/kg/hr). A total of approximately 134 ml of insulin was administered between 00:02 and 01:28 on (B)(6) 2021. The customer believes that the pump was manually programed to infuse "3.3 units/kg/hr" instead of "3.3 units/hr" resulting in the overdose administered.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient was in the emergency department (ed), an insulin infusion was started at 2237 with two rn verification for 0.036 units/kg/hr resulting in infusion rate of 3ml/hr. Upon arrival to intensive care unit (ICU) at 0100, the insulin bag was noted to be empty, resulting in the patient receiving the entire 100 units/100ml bag. The pump was verified and noted to be administering at 3ml/hr. The bag was then changed and it was noted that the pump began to infuse the second bag at rapid speed despite being set at 3.3units/hr. The physician was notified, blood sugar monitoring was increased, insulin infusion was discontinued at 0141. Dextrose 5% with 0.45% normal saline was initially started and dextrose 10% infusion began at 0603 per physician's orders due to hypoglycemia (blood sugar was 58mg/dl). The pump was removed and placed out of service. According to the hospital's analysis of the hl7 messages, at 00:02- the time the pump was associated to the correct patient and order. It was infusing at a rate of 3.0276 ml/hr (dose of 0.036 units/kg/hr) as ordered. At 00:36:02, the pump started infusing at a rate of 277.53 ml/hr (dose of 3.3 units/kg/hr). The pump continued to infused at a rate of 277.53 ml/hr until it was powered down and a new intravenous fluids with potassium chloride (manually programmed) was started at a rate of 250 ml/hr at 01:28. During that time (from 00:36 to 01:28), there were multiple pauses and restarts as well as a new bag started at 01:02, all at a rate of 277.53 ml/hr (3.3 units/kg/hr). A total of approximately 134 ml of insulin was administered between 00:02 and 01:28 on (B)(6) 2021. The customer believes that the pump was manually programed to infuse "3.3 units/kg/hr" instead of "3.3 units/hr" resulting in the overdose administered.